Manufacturer narrative:
The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated testing equipment, and no anomaly was found. The cause of the reported output anomaly could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient was in cardiac arrest and the device failed to deliver therapy. Paramedics rescued the patient with CPR and external defibrillation. The arrhythmia was detected by the device, but not terminated due to low high voltage impedance. The device showed two alerts for low, out of range impedance and over current detection. The device was explanted and replaced. Information regarding patient condition after replacement procedure is not available at this time.